Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The cause of the event could not be determined based on the reported information.

Event description:
Medtronic received information from a clinical study that a patient had a carotid cavernous fistula (ccf) after pipeline implantation. Review of the patient's three-year follow-up imaging found that a small, direct ccf appeared stable. There was no report of patient symptoms in relation to this event.

Manufacturer narrative:
Event description - additional information model number, expiration date, lot number - additional information initial reporter - correction device manufacturing date - additional information additional information mdrs related to this patient: 2029214-2016-00436, 2029214-2016-00883 2029214-2016-00884. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional event information: the patient had received three pipeline device implants to treat a cerebral aneurysm.